Event description:
It was reported that after a bhr revision surgery in which an unknown liner was implanted. The patient was treated for infection and underwent an irrigation and debridement procedure then, on (B)(6) 3019 patient endured an aspiration. These complaints led to another revision surgery in (B)(6) 2020. That procedure revealed the destruction of tissue and a large seroma, consistent with cobalt induced cystic structure.

Manufacturer narrative:
It has been determined that this report is a duplicate of prior submission 1020279-2020-01126 and should therefore be disregarded.